Event description:
It was reported that the targeting arm missed the distal locking hole, posteriorly. Not sure if product problem or user problem.

Manufacturer narrative:
Additional info has been requested and if received will be reported on a supplemental report.